Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, exposed to moisture, pump error 63(hardware low level failures). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was partially performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement and self test. All buttons function properly and no unexpected pump error 63 alarm or stuck button error alarm noted during testing. Successfully downloaded history files and traces using thump. Pump error 63 alarm found in the pump history file/trace on 26-may-2024 at 23:02:25 with variable (15). Pump error 63 alarm due to hardware error (line number 472 file number 642). Stuck key alarm was found in the pump history file or traces on 26-may-2024 at 22:52:54. Pump was cut open to perform visual inspection and found moisture damage electronic assembly on pcba 1, force sensor and corroded battery tube. No moisture damage found on keypad traces. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube. Pump error 63 alarm due to hardware error. Exposed to moisture was confirmed on the pcba 1, force sensor and corroded battery tube. Keypad/button unresponsive/button error alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.